Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a rhythmia navigation and ablation procedure was performed on (B)(6) 2022 with a maestro ablation generator for cavotricuspid isthmus (cti) ablation. The mapping and ablation procedure was performed without issue. During a routine follow up the patient showed a nearly healed 2x2 cm lower back wound at the typical location of the indifferent adhesive pad. The health facility used two non-boston scientific indifferent grounding pads for the procedures to disperse energy. No other wounds were present. The patient has fully recovered.